Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 15 mg/dl and customer was unresponsive. Emergency medical technician administered a glucagon injection and customer was transported to hospital on (B)(6) 2021. Customer was treated with intravenous saline and dextrose. Low bg was resolved and customer was discharged the next day with no permanent injury. Customer resumed pump therapy. Customer reported the pump basal setting was changed on (B)(6) 2021 from 0.75 to 7.0 units per hour and was cause of low bg. Customer alleged the pump made the change and it was not use error. Tandem technical support confirmed with the customer that pump history showed a basal rate unit change (.075 to 7.0 units/hour) occurred on (B)(6) at 8:19am and on (B)(6) at 12:00am. There were no data error alert or malfunction alarms that occurred at the time setting was changed. Customer denied having changed the settings. Customer confirmed current settings were correct.